Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The camera head passed functional testing and 6 hour burn in inside video tower. All functions perform as expected. The complaint of overheating could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy procedure, the device got hot on the surgeon's hand. A backup device was available to complete the procedure with no delay or patient injuries reported.